Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device displayed isolated instances of non- capture. Additionally, there were high capture thresholds resulting in premature battery depletion. Re-programming of the device was performed. Following, the patient returned for implant of a trans-venous system. The trans-catheter pacing device was ¿programmed off" and remains in the patient. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.